Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having issues with the insulin pump. The customer stated his blood glucose is going up and down, plus not getting any insulin. The customer went to doctor today; they did something to insulin pump and do not know what it would be. The customer's blood glucose was between 438-470mg/dl. Advised customer to contact doctor about insulin pump programming. The customer was unable to troubleshoot at the moment. The customer's blood glucose was 470mg/dl.